Event description:
Customer reports receiving erratic readings of blood glucose tests. Customer received readings of 140mg/dl, 160mg/dl, 184mg/dl, 145mg/dl, 194mg/dl, and 45mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer product has been requested back for investigation.